Event description:
This spontaneous report was received from a spanish physician and concerns a 62-year-old female patient. She was injected with radiesse, on (B)(6) 2024. Batch number was reported as a00118640 (ambiguously reported as a00118649, expiry date: 04/2025). The batch record review was received and the lot number for radiesse was confirmed as a00118640 (expiry date: 04/2025). A lot search in the global safety database was conducted. On (B)(6) 2024, after the radiesse injection, the patient experienced a reddened area up to the nose and a beginning of desquamation. On (B)(6) 2024, the patient went to the medical office presenting these symptoms. A suspicion of blood vessel obstruction in the piriform area was also reported. The outcome of the events was unknown. Follow-up information was received on 17-jan-2024: the patients date of birth, weight (65 kg) and height (165 cm) were provided. She was 61 years old at the time of the events (ambiguously reported as 62 years old). She was injected subcutaneously with a total of 1.5 ml of radiesse into the cheeks and furrows, for sagging cheeks and nasolabial folds and marionettes, on (B)(6) 2024. Radiesse was diluted in a 1:1 ratio (product preparation issue, off label use of device) and injected with 1.5 ml per side. She was injected with 1 ml of the dilution on each cheek and 0.5 ml divided between the nasolabial fold and marionette line in 3 injection sites on each side, after rigorous disinfection. A 22 g x 50 mm cannula was used. Before the injection of radiesse, anaesthesia was applied at the entry points, 0.1 ml per point. At the entrance of the affected sulks, a small hematoma and whitening was observed before applying radiesse, so it did not seem strange to the physician that the anesthetic, lidocaine 2% with epinephrine, was able to penetrate the vessel. Because of this incident, the physician left the patient in the clinic for observation for an hour. When the patient was discharged, the anesthesia worn off, and no abnormality was observed, no pain, no erythema. The patient was previously injected with radiesse, 4 times in the same area, on (B)(6) 2019, on (B)(6) 2021, on (B)(6) 2022 and on (B)(6) 2024 and with botulinum toxin since on (B)(6)2009, on 17 occasions until today, the last one was on (B)(6) 2023. The patient had never presented adverse events. Concomitant medications included blokium, ixia plus as an antihypertensive, tryptizol 25 and melatonin. The patient had no allergies, no further medical history and no surgical interventions. On (B)(6) 2024, 2 days after the radiesse injection, the patient experienced severe pain in the mucosa of the upper lip, pain under the upper lip with swelling and erythema, had a significant pain under the upper lip with swelling. After receiving photographs of the patient, the physician reported that the face was normal and under the lip, erythema was visible. As a precaution against a possible distant ischemic reaction, the physician prescribed deflazacort (30mg, 1-0-1), augmentine (875mg, 1-1-1) and adiro (300mg 1-0-1). On (B)(6) 2024, the patient experienced reddened area on the right cheek, right nasolabial (nsg) sulcus, upper lip and nose, scaling in the nasolabial fold, suspected blood vessel obstruction in mild livedo retiuclaris in the sulcus, nose and upper lip. On (B)(6) 2024, in a consultation, the patient commented to the physician that the previous night the erythema and inflammation of the mucosa of the upper lip disappeared, but appeared in the nasolabial fold, pyriphomeal fossa, right half of the nose and right cheek. On examination, the physician reported that the patient presented erythema of the right cheek and mild livedo reticularis of the right nasolabial fold, piriform fossa, and right side of the nose. After consultation with several physicians, who recommended the infiltration hyaluronidase 1500 units, at 14:00, the medical team proceeded to dilute 1 ml of 1500 units and applied it in 0.05 ml spots over the affected area and the patient noticed improvement in the sensitivity of the sulcus and piriformis fossa within half an hour. At 14:00 1 tablet of adalad retad oros was given. After 2 hours, another vial was infiltrated. It was recommended to continue with all the above, reinforcing the corticoid to 1-1-1 and adding the daily delayed adalat. The physician wanted to seek a hyperbaric chamber to improve the evolution. On (B)(6) 2024, a treatment with hyperbaric chamber was started and the erythema improved. On (B)(6) 2024, after two sessions, the erythema and the livedo disappeared and a blackish area appeared on the upper lip in the central area and mucosa, in the area where the pain started. At the time of this report, the patient was also under treatment with tadalafil 10 mg and daily hyperbaric chamber. As for the definitive diagnosis of suspected blood vessel obstruction, the physician reported that it was due to spasm of the artery and not embolization. As for other factors that were influenced the complication, the physician only related to the small hematoma that appeared in the photograph on saturday, when the anesthesia was applied at the point of entry, which possibly left a perforated vessel and the subsequent entry of radiesse. As reported, that until saturday did not affect the labial mucosa, which was not treated in any case, and that last night affected the rest. The intervention was necessary to prevent a life-threatening condition or permanent damage. The outcome of the events suspicion of blood vessel obstruction and desquamation was reported as resolving (changed from unknown). In the opinion of the reporter, the event desquamation was of mild intensity and the event the event suspected blood vessel obstruction was of moderate intensity. The physician assessed the adverse events as not life-threatening, not permanent, without hospitalization and did not result in a newly diagnosed chronic disease. In the opinion of the reporter, the events were not related to radiesse. Follow-up information was received on 07-feb-2024: the case became valid. External compression of the artery in the pyriform sinus was suspected, despite injection with 0.1 ml of radiesse, diluted to 50 percent. It was the most affected area. With the massage the whitening of the right hemiface subsided. Continuous spasm of the artery in the location of the pyriform sinus was also suspected, as the physician possibly accidently put intravascular anesthesia at the point of entry. The physician was not able to verify either of the two these but said there was no intravascular product any time, as the evolution was not going to be different. The physician considered it strange. At the end of the fifth day, the patient had mild epidermolysis of the nasolabial fold and mild livedo reticularis, which was unusual, according to the physician. The patient subsided in the onsultation, with hyaluronidase and the first hyperbaric chamber treatment. At the time of the report, she was asymptomatic and the residual erythema resolved within a week after the treatment was applied, and the hyperbaric chamber. The outcome of the events was reported as resolved (changed from unknown), in 2024. In the opinion of the reporter, the events were not due to the radiesse nor to the cannulation of an artery with radiesse. Internal database correction performed on 13-feb-2024: the merz causality re-assessment for follow-up information received on 17-jan-2024 was corrected, as accidentally a wrong suspect product was mentioned in the second half of the assessment.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event suspicion of blood vessel obstruction (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse injectable implant, lot number: a00118640, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.